Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this device beeped. At an interrogation, the device declared a fault code-1003 indicative to voltage too low for remaining capacity. A message reporting that battery had capacity depleted was also observed. This device was explanted. No additional adverse patient effects were reported.